Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump was received with minor scratched display window. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the customer had been experiencing low blood glucose levels for two weeks and went to the emergency room on (B)(6) 2016. Blood glucose at the time of incident was 29 mg/dl and at the time of admission was 25 mg/dl. She was treated with a glucose shot; it went up to 70 mg/dl and was then treated with food and glucose tablets. Troubleshooting was performed and found the drive support cap is normal. They were unsure if the reservoir was showing less insulin than the status screen. The device was not exposed to a magnetic field and passed the displacement test. It was stated that the customer believes the insulin pump had been over delivering insulin. She had 4 occasions where she programmed a certain amount of insulin and it gave her more. For example she set 4 units and it gave her 6.5 units. Blood glucose at the time of the call was 153 mg/dl. It was advised to revert to a back-up plan. The device will be returned for analysis.